Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting no output. An invasive procedure was performed to analyze the system. Body fluids in the header were observed. The ipg was explanted. Implant date-7/29/96 explant date-8/1/96 total implant time-3 days